Event description:
It was reported that a remote monitoring transmission showed an alert for charge time limit reached. It was determined that a true out of range charge time had occurred during a capacitor maintenance check. However, in-clinic tests measured in range charge times. The device remains implanted. The patient will be closely monitored.